Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair the fast fix t1 was broken. No delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All the broken pieces were removed using tweezers. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A review of the instructions for use found: read these instructions completely prior to use. If too much resistance is encountered advancing the knot, use the smith & nephew knot pusher/suture cutter do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A visual inspection revealed the device was returned with suture and t2 anchor. The t1 anchor was detached from the device. The device has debris on the needle tip. The needle appears to be bent from manufacturer intended position. The device functioned as intended without the ability to deploy the anchors. Deployment needle moved without hesitation. A review of the customer provided image confirms that the t1 anchor has been detached from the suture. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.